Manufacturer narrative:
Concomitant medical devices: 6947m62 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high svc coil impedance. The lead was noted to have been programmed off and the was turned back on and again had high impedance. Noise was also observed. The lead was explanted and replaced. During the lead replacement procedure, the physician had difficulty re-engaging the wrench and it was suspected that the set screw had fallen out when the rv lead was disconnected. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.